Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was unable to record symptoms in order to transmit the information to the clinic. No intervention has been performed to resolve the event. The patient was stable.